Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving high readings. Caller stated she has been overdosing on insulin because of the prime meter readings. At 1:45pm on (B)(6), got a 296 and took 6 units of insulin. Caller is on insulin pump. Stated she felt like garbage; tired, thirsty, standard high blood pressure symptoms, but did not feel like her sugar was high. Caller was driving and talking to friend. Friend says that she was not acting normal and called paramedics for her at 4:45pm. Caller was too far gone at this point to remember all of this, but apparently did pull over since she was found by paramedics passed out. She was able to talk with them in ambulance. She was taken to the hospital and by the time she got to the hospital she was 135. She was released around 7:30pm when blood sugar became normalized. Caller had visited doctor the morning before and he said her labs were perfect except her sugars were low (41). She had a talk with doctor afterwards and he said her blood sugar was unusually low. Customer compared prime to other meter. Relion 72, other 59. 18%. Other meter 141 relion 173. 18%. Caller has a lot of concerns about anyone using these strips. Caller was reading reviews on (B)(6) and which made her realize that it was our meter causing the issues she has been having which started when she began using prime meter/strips. Caller has not had one severe low since using other meter and does not recommend that anyone using insulin use relion.